Event description:
The physician used a wilson-cook tracer hybrid wire guide during an ercp procedure. After completion of the procedure and removal of the wire guide, they found a small portion of the wire guide coating had stripped approximately 25cm from the distal end of the device. No injury to the patient and no additional procedures were reported ue to this occurrence.